Manufacturer narrative:
The investigation has determined that a customer obtained non-reproducible, higher than expected troponin I results from two patient samples using two different vitros troponin I es (tropi) reagent lot numbers on a vitros 5600 integrated system. An assignable cause for the higher than expected troponin I results could not be determined. Precision testing was acceptable without any additional maintenance or service actions taken, an instrument issue is unlikely to have contributed to the non-repeatable higher than expected tropi results. There was no indication a vitros tropi es reagent issue contributed to the event based on acceptable historical troponin quality control data. Pre analytical sample processing could not be ruled out as a contributing factor, as it cannot be determined if the customer is processing the sample in accordance with the sample collection device manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from two patient samples using two different vitros troponin I es (tropi) reagent lot numbers on a vitros 5600 integrated system. Patient 1 result using vitros tropi lot 1901: 0.073 ng/ml vs. Expected <0.012 ng/ml. Patient 2 result using vitros tropi lot 1940: 0.115 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The patient samples were processed following the customer's protocol to test troponin samples in duplicate, therefore the higher than expected results were not reported from the laboratory. There were no allegations of patient harm as a result of these events. This report is number one of two MDR&#38112;for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).